Event description:
On 10/11/2021, it was reported by a sales representative via e-mail that while the surgeon was using an ar-9622 taper assembly press was used to pair the ar-9560-28-2, 28mm +2 lat. Mgs baseplate and ar-9561-35s, 35mm central screw, but upon insertion the baseplate and central screw disassociated. This was discovered during a reverse total shoulder arthroplasty on 10/5/2021. The case was completed by removing the central screw from the glenoid with removal driver and then opened new implants with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the ar-9560-28-2 and mating ar-9561-35s did not mate. The hex features were found to be damaged, indicating the devices were attempted to be assembled while they were not aligned.